Event description:
Reporter stated that customer received the following results on the aviva system within 3 minutes: 192 mg/dl (unknown strip lot) and 400 mg/dl (strip lot 491596). Results were obtained using different strip lots. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation; however, the suspect unknown strip lot has been discarded and will not be returned.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the unspecified strip lot. (B)(6).